Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and vessel dissection occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed denovo target lesion was located in the mildly tortuous and moderately calcified external iliac artery. An atherectomy procedure was performed, followed by a cryoplasty procedure then stenting with a non bsc stent. For post dilation, a 6.0 x 20/80 sterling mr balloon catheter was advanced and inflated for 10-15 seconds when a balloon rupture occurred. A class c dissection was noted. The sterling mr balloon catheter was removed intact. To treat the dissection, a non bsc covered stent was implanted at the external iliac to sfa region and post dilated with a mustang balloon catheter. No additional actions were necessary. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).